Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the middle section of the pipeline flex stent could not be opened. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure was that blood flow stagnation occurred in aneurysms. Dual antiplatelet therapy (dapt) was administered at an unknown platelet reactivity units (pru) level. It was reported that during aneurysm surgery, the blood flow-diverting dense mesh stent was used. The middle part of the pipeline flex stent could not be opened during deployment, but both the distal and proximal ends could be opened normally. The surgery was completed after the stent replacement. The pipeline was removed from the patient and was resheathed and removed with the microcatheter. The pipeline was not positioned in a bend and more than 50% of the stent had been deployed when it failed to open. It is not specified if the pipeline was stuck in a capture coil. The pipeline was resheathed less than or equal to two times. There were no other additional steps or devices required to open the pipeline. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause was not determined.

Manufacturer narrative:
H3 product analysis: drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the (pli-10) pipeline flex device was returned for analysis inside the returned (pli-20) phenom 27 catheter, inside a clear sealed biohazard plastic pouch, and inside a shipping box. Damaged location details: the (pli-10) pipeline flex tip coil was observed to be stretched. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was in good condition. No kinks or bends were observed on the pusher wire. The braid¿s distal and proximal ends were open and frayed. The braid¿s middle section was fully open. The (pli-20) phenom 27 catheter distal tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were noted in the catheter hub. No other anomalies were found. Testing/analysis: the (pli-10) pipeline flex device was removed from inside the (pli-20) phenom 27 catheter without difficulty. The (pli-20) phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water, and water exited through the distal tip. The catheter was tested by running an in-house 0.026-inch mandrel through the catheter hub and distal tip without issues. External testing: n/a ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the returned (pli-10) pipeline flex braid middle section was observed to be fully open. However, the cause of the failure to open could not be determined. Possible causes of failure to open include, but are not limited to, patient vessel tortuosity, the user deploying the braid in a vessel bend, the braid being overstretched during delivery, the braid being improperly sized to the anatomy, or a damaged braid. In this event, the customer stated that the vessel tortuosity was normal, and the pipeline was not positioned in a bend, ruling out patient vessel tortuosity and the user's deployment of the braid in the vessel bend as potential causes. Therefore, an overstretched braid during delivery, an improperly sized braid to the anatomy, or a damaged braid could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Additionally, no complaints were reported regarding the returned (pli-20) phenom 27 catheter, and no issues were encountered during testing, and no damage was observed on the catheter. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: the evaluation codes have been updated for this event h3: analysis results were updated: product analysis #(B)(4): as found condition: the (pli-10) pipeline flex device was returned for analysis inside the returned (pli-20) phenom 27 catheter, inside a clear sealed biohazard plastic pouch, and inside a shipping box. Damaged location details: the (pli-10) pipeline flex tip coil was observed to be stretched. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. No kinks or bends were observed on the pusher wire. The braid¿s distal and proximal ends were open and frayed. The braid¿s middle section was fully open. The (pli-20) phenom 27 catheter distal tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were noted in the catheter hub. No other anomalies were found. Testing/analysis: the (pli-10) pipeline flex device was removed from inside the (pli-20) phenom 27 catheter without difficulty. The (pli-20) phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water, and water exited through the distal tip. The catheter was tested by running an in-house 0.026-inch mandrel through the catheter hub and distal tip without issues. External testing: n/a. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the returned (pli-10) pipeline flex braid middle section was observed to be fully open. However, the cause of the failure to open could not be determined. Possible causes of failure to open include, but are not limited to, patient vessel tortuosity, the user deploying the braid in a vessel bend, the braid being overstretched during delivery, the braid being improperly sized to the anatomy, or a damaged braid. In this event, the customer stated that the vessel tortuosity was normal, ruling out patient vessel tortuosity as a potential cause. Therefore, the user deploying the braid in a vessel bend, an overstretched braid during delivery, an improperly sized braid to the a natomy, or a damaged braid could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The customer¿s report of a ¿slight kink in the distal part of the catheter¿ could not be confirmed. The returned (pli-20) phenom 27 catheter was observed to be in good condition, and no issues were encountered during in-house testing. The cause of the reported event could not be determined. (Manald1 2026-06-05). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.